Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Device manufacture date : unknown. Investigation summary: exec summary - samples were received and an investigation was performed. Unable to perform complaint lot history check due to an unknown lot number for dimension or detachment. The occurrence is unknown since the lot number is unknown. Samples returned - customer returned a total of 6 pen needles. No inner shields or teardrop labels were returned for identification. Since the inner shields were not returned, the amount of force required to remove them could not be measured, nor could the dimensions of the inner shields. Based on the samples received bd was unable to confirm the customer¿s indicated failure of a dimension discrepancy. CAPA/sa - based on the above investigation no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as lot number is unknown.

Event description:
It was reported that 2 bd nano¿ 2nd gen pen needles had attachment or detachment issues. The following information was provided by the initial reporter: the consumer reported difficulty and unsafe issues to remove inner shield owing to the shortened length.